Manufacturer narrative:
Manufacturer's investigation conclusion: the reported event of the system controller not alarming was unable to be confirmed. The heartmate ii system controller was not returned for analysis; however, a log file was submitted for review that showed events spanning approximately 21 days (06dec2024 ¿ 27dec2024 per timestamp). There were no other notable alarms active in the log file that would indicate an issue with the system controller. The device history records for the heartmate ii system controller were unable to be reviewed due to no serial number being provided. Heartmate ii instructions for use section 7 entitled ¿alarms and troubleshooting¿ and heartmate ii patient handbook section 5 entitled ¿alarms and troubleshooting¿ addresses how to properly interpret and troubleshoot all system alarms including. Heartmate ii instructions for use (IFU) section 3 ¿ ¿powering the system¿ and the heartmate ii patient handbook section 3 ¿ ¿powering the system¿ addresses how to properly use the 14v battery clips and 14v li-ion batteries. The patient handbook also cautions the users to call their hospital contacts if they think, for any reason, any portion of their equipment is not functioning as usual, is broken, or they are uncomfortable with the operation of the equipment. No further information was provided. The manufacturer is closing the file on this event.

Event description:
Additional information was received that the cause of the low flows was low volume, and the patient was instructed to increase fluid intake. The patient did not have any symptoms at the time of the low flows. A controller self-test was performed properly. The brief driveline disconnect was a regular controller change practice. However, the controller was not exchanged.

Manufacturer narrative:
Section d4: device serial number and lot number were not provided, and expiration date and manufacture date (h4) cannot be determined. The primary UDI number in d4 is reflective of all available information. No further information was provided. A supplemental report will be submitted once the manufacturer¿s investigation is completed.

Event description:
It was reported that the system controller alarms were not going off during low flow episodes, log files were submitted to investigate the issue. The log file captured periods of low flow events throughout the log. It was also noted that the driveline was disconnected briefly on (B)(6) 2024 at 1459.